Event description:
The customer's father reported via phone call that the customer experienced extremely low blood glucose levels. The customer had five episodes of low blood glucose, and the father subsequently suspended insulin pump therapy. The customer's blood glucose was 30 mg/dl. The customer treated the low blood glucose with juice and a glucagon shot. The customer expressed dizziness as symptoms related to high blood glucose that she also experienced. The customer stated that the device would not allow her to deliver a bolus for the high blood glucose. While troubleshooting, it was found that the drive support cap appeared normal, that quarter of an inch air bubbles were present in the tubing and that no leaks were observed. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The product passed the displacement test as well. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.